Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported there was blood and insulin on the infusion set adhesive. Pt changed the infusion needle and was able to smell insulin. Infusion sites are rotated correctly, and the infusion site was not bumped or hit. There was no scar tissue in the area. Infusion set was in use for 2 days. Alleged infusion set was discarded, and will not be returned for eval. The pt did not require assistance from a health care professional or second party to address the issue.